Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-06794 was provided in section h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
Pump was not returned for investigation. Based on the data logs, flow drops at the same time cvp goes negative and suction alarms are triggered. There are no abnormalities with the optical sensor as the 5s parameters are all within specification. The root cause of the low flow is most likely due to the patient¿s condition.

Event description:
The complainant reported that a patient who had recently been on impella support had encountered a placement signaling not reliable alarm. The nurse attempted to manually re-zero without any success. The customer alleged a positioning issue, however, the investigation found it was actually a case of low pump flow.